Event description:
It was reported that post-sensed t wave oversensing was observed. Device was later explanted and replaced for normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.